Event description:
It was reported that a pt underwent a laparoscopic hernia repair procedure on (B)(6) 2010 and suture was used. During closure of a 12 mm trocar site, the needle broke 1/3 away from the swage. The site was held open with retractors while suturing. The needle fragment was visualized and removed with the use of a magnet. Another suture was used to complete the case. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.